Event description:
The plastic tip sheared off and metal piece damaged. The physician pointed out during procedure a white colored piece of something near the tip of harmonic. The physician kept using in an attempt to stop some bleeding on the the liver bed during laparoscopic cholecystectomy. When the scalpel was removed, the plastic tip had pulled away from the metal portion of the tip. No adverse effect to patient.